Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12nov2020.

Event description:
The customer reported unusual high pitched sound emitted from the backside of the unit while a patient was on it. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
G4:07dec2020. B4:08dec2020. The manufacturer¿s international service technician could not confirm the reported issue. The reported issue was unable to be duplicated by a check performed. The manufacturer¿s international service technician replaced the cooling fan to prevent recurrence. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.